Event description:
This pt developed an infection around their cochlear implant site. Their doctor treated the infection, but was not successful due to the pt having kid syndrome, which causes skin flap healing problems. Ultimately, the implant had to be removed in 2005. Due to this pt's history of infection and healing problems, their doctor does not feel a reimplantation surgery should be performed.